Event description:
Thermodilution catheter placed at 1300 11/15/95. At 1600 monitor read "catheter fault". No #'s available. Mgr called monitor co for help w/trouble-shooting. Cables changed and plug-ins checked. Replaced catheter and monitor read out values.